Event description:
It was reported that the 9800 system displays an error message during boot-up. The message says "cine disk not available". No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the hard drive and reloaded software. The system operates as intended.